Manufacturer narrative:
(B)(4). The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed as the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the connection issue was due to the supply bag falling and disconnecting. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell. The hp stated the bag disconnected and fell during the dwell. Gts assisted the hp with ending therapy and advised to either perform continuous ambulatory peritonitis dialysis (capd) or start over with new disposables. On (B)(4) 2010, product surveillance spoke with the hp's nurse regarding the reported problem. She stated that the hp had the set up on the side of his bed and as he went to get up on the other side of the bed he accidentally pulled on the patient line causing the supply bag to fall and disconnect. She confirmed the hp started over with new supplies and no adverse event resulted from this report.